Event description:
It was reported the analyzer has a broken connector. The analyzer is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the analyzer has a broken connector. The analyzer is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the analyzer has a broken connector. The analyzer is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the patient connector was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).